Event description:
It was reported that the pump was alarming due to a low reservoir volume. The alarm occurred because the pump was not updated at a refill 2012-(B)(6). The pump could not be interrogated or updated at that time due to an outdated programmer application card. The card had since been replaced in the programmer and the physician was able to manage the patient¿s pump. The patient was doing ¿well.¿

Manufacturer narrative:
Product ID 8709, lot# l59325, implanted: 1999-(B)(6), explanted: 2012-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, physician. (B)(4).